Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged serious injury. Concomitant products: 419678 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Correction: the following information was inadvertently not reported on the initial medwatch report: the patient was enrolled in the (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had been hospitalized for a gastroenterostomy and biliodigestive anastomosis. The patient underwent a cholecystectomy and port implantation the patient subsequently developed a fever. A laparotomia was performed with no findings. The patient had ventricular tachycardia (vt) which was not corrected by the implantable cardioverter defibrillator (ICD). It could not be confirmed whether there was a device malfunction. External defibrillation was performed but was unsuccessful. The patient subsequently died due to cardiogenic shock and acute left heart failure. It was reported that death was not related to the ICD system. No further details are available.